Manufacturer narrative:
Lot number ¿ 18e023 and 18h029. Two (2) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of both devices was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume infusor underinfused during infusion. Both events involved a patient with no patient consequences. No additional information is available.